Event description:
Pt in cath lab for device procedure. Upon completion of procedure, device removed from vessel. Realized at this time that small wire tip of device remained in pt's distal pda vessel. Branch of vessel apparently too small for retrieval of wire tip. (Pt currently stable.)